Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the device became kinked, resulting in a catheter twist extending approximately 20 cm from the tip. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the sheath was detached from the strain relief section of the telescope, and the sheath assembly was observed to be kinked. Microscopic inspection revealed the sheath was detached from the strain relief section of the telescope.

Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the device became kinked, resulting in a catheter twist extending approximately 20 cm from the tip. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.